Event description:
It was reported that etoposide infusion infused 10 minutes faster than expected last week the clinician stated ¿I don¿t think anything was necessarily wrong". Clinicians went into the room, the pump was beeping for ¿infusion complete¿ but the bag and drip chamber was completely empty. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.